Manufacturer narrative:
No product will be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that she had trouble with the cannula bending under her skin "after only a day's wear". As a result, she experiences "high blood sugars" (specific bg levels were not provided but are assumed to be greater than 250 mg/dl). Despite the kink, there is no indication of an alarm initiated by the pod. This has happened for the last three pods worn. No product will be returned for evaluation. Note: due to human error, this complaint was incorrectly "flagged" in insulet's complaint management database. As a result, the complaint had not been assigned to insulet's regulatory affairs group for an MDR reportability assessment. The root cause of this oversight and a plan to mitigate the risk of its recurrence is currently being addressed on insulet CAPA (B)(4).